Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformities were identified. Additional information: d4, d10, h4. H3 evaluation: it was received for analysis an opened box with unopened samples of product. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands with no defects observed. A functional test was performed using and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no suture needle pull off was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. The suture deswaged on routine use. There were no adverse patient consequences reported.